Event description:
The following information was reported to gore: previously, this patient underwent an endovascular treatment for chronic type b aortic dissection using two conformable gore® tag® thoracic endoprostheses on september 8, 2014 and then, a distal stent graft-induced new entry (d-sine) was found in 2021. On april 14, 2022, this patient underwent an endovascular treatment for the d-sine using gore® tag® conformable thoracic stent grafts with active control system (ctag ac). Two ctag acs were implanted (distal tgm343410j, proximal tgm454520j). The patient tolerated the procedure. On an unknown date in (B)(6) 2022, the patient developed spinal cord infarction and a suspected new entry of dissection was found a little distal to the distal ctag ac. Drainage was performed for spinal cord infarction and the patient was on rehabilitation therapy at the time of this report. Also, an additional stent graft placement was planned to fix the suspected new entry. Reportedly, extension of the treatment area by ctag acs might have affected spinal cord infarction, and causal relationship between the suspected new entry and ctag ac was unknown.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
Added b5: additional information provided. Added g3/g4, h1/h2 and h6: investigation conclusion.

Event description:
The following information was reported to gore: previously, this patient underwent an endovascular treatment for chronic type b aortic dissection using two conformable gore® tag® thoracic endoprostheses on september 8, 2014 and then, a distal stent graft-induced new entry (d-sine) was found in 2021. On april 14, 2022, this patient underwent an endovascular treatment for the d-sine using gore® tag® conformable thoracic stent grafts with active control system (ctag ac). Two ctag acs were implanted (distal tgm343410j, proximal tgm454520j). The patient tolerated the procedure. On an unknown date in april 2022, the patient developed spinal cord infarction and a suspected new entry of dissection was found a little distal to the distal ctag ac. Drainage was performed for spinal cord infarction and the patient was on rehabilitation therapy at the time of this report. Also, an additional stent graft placement was planned to fix the suspected new entry. Reportedly, extension of the treatment area by ctag acs might have affected spinal cord infarction, and causal relationship between the suspected new entry and ctag ac was unknown. Additional information was received from japan: the onset of spinal cord infarction was 14-apr-2022 (immediately after the procedure) and then, spinal drainage was also performed immediately after the event developed. The suspected new entry of dissection was confirmed on 21-apr-2022 by CT imaging. Phr: a review of the manufacturing records indicated the lots met all pre-release manufacturing specifications. Product evaluation: the devices and/or images were not returned for evaluation. Communication: response not requested.

Manufacturer narrative:
G4: added PMA/510(k) number.